Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose after eating breakfast without announcing a meal and disconnecting the pump for approximately 30 minutes, with a highest reported glucose of 240 mg/dl beginning around late morning; no backup therapy, medical intervention, or steroid use was reported. Symptoms included feeling a little lightheaded. Outcomes included transient hyperglycemia without emergency care or hospitalization. Investigation included user education and troubleshooting regarding the impact of missed meal announcements and postprandial pump disconnection on glucose control. Investigation of this case revealed user-related factors contributing to hyperglycemia, specifically a missed meal announcement and pump disconnection after a meal, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use related to meal announcement and continuous infusion during the postprandial period.